Event description:
The nurse practitioner reported via phone call that the insulin pump alarmed no delivery and that the customer experienced high blood glucose levels. The caller noted that the customer's mother had called and already went through troubleshooting procedures for the no delivery alarms. The nurse practitioner requested replacement of the insulin pump. She did not provide the blood glucose reading. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked battery tube threads, a cracked belt clip slot and minor scratches on the display window.